Event description:
A customer reported that their AED's asi is flashing red and it will not power on. They reported that this did not occur during patient use. The AED maintenance was performed monthly and the battery pack and pads are not expired. The reported event did not occur during patient use.

Manufacturer narrative:
Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known. The IFU states: improper maintenance can cause the defibtech ddu series AED not to function. Maintain the ddu series aeds only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.